Event description:
The customer contact reported that during testing the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2013. The ac power cord was received on (B)(4) 2013. Testing and investigation found the ground prong on the ac power cord plug was bent. The probable cause for the bent prong on the ac power cord is use in the customer environment. If the ac power cord was attempted to be removed from an outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the information known by the reporter upon query by hospira personnel.